Event description:
Pt in med imaging on transport guerney when cardiac arrest occurred. In course of code, the cardiotronics defibs pacer adapter was used as pacer pads had been placed on pt. On 3 separate occasions during the code on this pt hosp personnel attempted to pace the pt and the lifepak would not pace. Pads and cables to pt were checked and in place. Hosp personnel were able to "shock" the pt on several occasions during the code process.